Event description:
Note: the date of event is unk. It was reported to boston scientific corp in 2008, that a rigiflex ii single use achalasia balloon dilator device was planned for use. However, a human hair was observed in the unopened pouch. The procedure was completed with another rigiflex ii single use achalasia balloon dilator device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined.